Manufacturer narrative:
The device was not returned for analysis.

Event description:
It was reported that during preparation for a procedure at the user facility, foreign material was found in the device packaging. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.